Manufacturer narrative:
Date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the ins worked good for 3-4 months after implant; the patient later said it was 2-3 months and then the ins stopped working. The patient said the manufacturer representative (rep) came out and did stuff, the patient met up with 3 reps about 6-8 times, and they spent hours there to try and fix the issue. The patient was told they needed a replacement; however, the patient ended up having a pulmonary embolism and 2 heart stents and could not have surgery for 6 months since they were on a blood thinner. The patient did not know if the pulmonary embolism and heart stents were related to the device or therapy. The patient mentioned the ins did not vibrate anymore. The patient used their programmer and it showed the ins was on at 0.0. The patient said they were going to have back surgery because the device was not working and they needed an MRI of their spine; the patient noted the MRI was not to look at the device. The patient was directed to their healthcare professional. No further complications were reported/anticipated.

Manufacturer narrative:
Correction to h6: upon further review, patient code c50713 should not be applied to this event. If information is provided in the future, a supplemental report will be issued.